Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient turned therapy off for an unrelated eye surgery and when they went to turn it back on afterwards they saw a power on reset (por) message. The patient noted that the reason they turned stimulation off for the surgery was that the stimulation agitates them and goes off when laying flat. The patient was able to clear the por message and was receiving adequate therapy. The issue was considered resolved. It was reviewed that the patient could try turning down simulation when laying flat in the future. No further complications were reported.